Manufacturer narrative:
(B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Event description:
It was reported patient had a micl 12.1nm implantable collamer lens implanted in the right eye on (B)(6) 2011. As part of (B)(4) study, the patient reported experiencing lost of vision due to development of a cataract or had cataract surgery. Further information has been requested but none has yet been forthcoming. Any additional information will be submitted by a supplemental.